Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. The pump was unable to perform the displacement test due to keypad anomaly, scratched lcd window, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer treated the low readings with juice. The customer stated that she was unable to clear the alarm. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.